Event description:
Caller reported testing patient with their freestyle meter getting a result of 313 mg/dl. Caller then tested with another freestyle meter, same version, getting results of 160 mg/dl and 190 mg/dl all within a few minutes. The patient became unconscious and was transported to the hospital by paramedics. A lab test was performed within 15-20 minutes, with a result of 48 mg/dl. Oxygen was the only treatment given by the paramedics.